Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00383, #3013450937-2022-00384, #3013450937-2022-00385, #3013450937-2022-00387, #3013450937-2022-00388.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: distal femur, two male-female midsections, tibial hinge component, poly spacer, and distal femur axial pin. The date of the patient's index eleos surgery is unknown and the implants placed during this procedure are unknown. Therefore, it is unknown if there were additional implants at the time of this patient's alleged infection. Attempts were made and no further information was made available.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: distal femur, two male-female midsections, tibial hinge component, poly spacer, and distal femur axial pin. The date of the patient's index eleos surgery is unknown and the implants placed during this procedure are unknown. Therefore, it is unknown if there were additional implants at the time of this patient's alleged infection. Attempts were made and no further information was made available.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records could not be reviewed as the product information of the devices involved in the adverse event are unknown. If any additional information is obtained, a supplemental MDR will be filed accordingly.